Manufacturer narrative:
This report will be updated if additional information is received. Return of the device for analysis is pending.

Event description:
Boston scientific crm (bsc) received information that this implantable cardioverter defibrillator (ICD) was associated with a report of inappropriate atr mode switches due to oversensing. A bsc field representative and a bsc technical services (ts) consultant discussed how to program around the oversensing. There were no reports of adverse patient effects, and the device remained implanted and in service. During a device check 10.5 months later, the representative reported experiencing telemetry dropouts while trying to run tests on the atrial lead and review real-time electrograms (egms). The representative was able to obtain lead measurements, but could not view more than 2-3 seconds of egms before they dropped out and a telemetry out of range message appeared. Use of different programmers, programmer wands, power cords and different rooms at the health care facility did not resolve the issue with device interrogation, and the physician elected to explant the device and replace it with another manufacturer's. There were no adverse patient effects. When interrogated post-explant, the egms appeared and remained in a normal fashion.

Manufacturer narrative:
The clinical observations could not be confirmed, as this device met specifications and there were no issues or anomalies observed with telemetry functionality during laboratory testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. Review of recorded data from device operations showed the device was at beginning of life (bol) battery status, and had recorded more than 94,000 episodes. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.